Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to foreign substance found inside one of the pad connector sockets, preventing proper connection to a device or cable. The source of the foreign substance observed could not be determined; however, the issue was investigated and confirmed not to have originated during pad assembly. The pads were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached electrodes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.